Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a skin irritation under the rear therapy electrode pads. The patient was using bepanthen and a fungal ointment on the area. During a follow up, the patient's spouse reported that the patient had visited a dermatologist and received an ointment. It was reported that the patient had a nickel allergy so the rash was still present, but had improved with the ointment.